Manufacturer narrative:
Date of event- estimated date was used. The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Stent obstruction is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The risk analysis was reviewed to ensure the customer reported issues (stent obstruction & iris touch) are not new hazards. Each reported issue is identified in the rm as known hazard, and the residual risk for each potential harm was found to be within the insignificant risk region. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a cataract plus trabecular microbypass stent system procedure, the patient presented at four (4) weeks postop with one (1) of two (2) the stents clogged by the iris. The surgeon considered performed a laser treatment (yag). Through follow-up, the surgeon conferred glaukos medical monitor who reported discussing with the surgeon laser treatment options for a successful outcome. Additional information has been requested.